Manufacturer narrative:
(B)(4).

Event description:
While attempting to place a subclavian stent, as the physician was pulling back the sheath, the hub separated from the introducer. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation a review of complaint history, manufacturing instructions, and quality control was conducted during the investigation. No product was returned for evaluation. There is no evidence to suggest the product was not manufactured per specification. Quality engineering risk assessment was used to assess the risk, which can range from low impact to severe harm. This complaint resulted in minor harm to the patient. The root cause could not be determined without the benefit of a returned complaint device. The appropriate internal personnel have been notified of this occurrence and we are continuing to monitor complaints for this failure mode.

Event description:
While attempting to place a subclavian stent, as the physician was pulling back the sheath, the hub separated from the introducer. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
While attempting to place a subclavian stent, as the physician was pulling back the sheath, the hub separated from the introducer. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Ksaw-8.0-38-90-rb-shtl-hc. (B)(4).